Event description:
It was reported that a pt who underwent an x-stop procedure did not "derive any benefit from the implant." Six months later, the physician explanted the device and performed a laminectomy. "At the time of x-stop removal, there was some evidence of erosion of the superior spinous process but not on the inferior process to level treated." The "pt has recovered well." No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.